Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06058. Additional information received identified surgical intervention took place (B)(6) 2015 at which time the patient's lead was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06058. It was reported the patient's cervical stimulation turns off unexpectedly. An sjm representative met with the patient and confirmed high lead impedance readings. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.